Manufacturer narrative:
The lead was surgically abandoned, as a result, the clinical observation cannot be confirmed. No other complaints have been rec'd to indicate a trend (this is the first complaint). The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. There were no manufacturing rejects or anomalies recorded in the device history record. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that both of this patients right ventricular (rv) lead and right atrial (ra) leads exhibited noise, and increased thresholds. The patient is pacemaker dependant so this lead to pauses in pacing due to oversensing and syncopal events which lead to hospitalization. The device was explanted and both leads were surgically abandoned ((B)(6) 2015) as a result. To date, no additional adverse patient effects have been reported. The lead was actively implanted for approximately 14 years, 9 months.